Event description:
Retention of PICC styler tip after insertion of PICC line. There was no resistance or issues with placement of the PICC line. Our PICC team found 3 reports on the FDA website of this PICC stylet breaking either in the pt or after use. The stylet fragment was unable to be retrieved from the pt.